Manufacturer narrative:
The subject device was returned for evaluation. The distal end of the device was burned as the user facility noted. It was also revealed that the c-cover was melted, the bending rubber was cut, and the whole bending section appeared burnt. Since the user commented that the cause is oxygen concentration control, the cause is considered to be continuous supply of oxygen during laser cauterization. The manufacturing record of the subject device was reviewed, but there was no abnormality possibly associated with the reported phenomenon.

Event description:
Olympus was informed that an endoscopic image became dark when the user facility was about to perform the laser cauterization for respiratory incision. Since the distal end of the subject device was burned, the subject device was replaced with a spare device to complete the intended procedure. The patient suffered a minor burn. There is no information available whether the patient received additional, immediate treatment or continuous outpatient care. The user facility commented that the distal end of the device was burnt due to oxygen concentration controlling technique by the anesthesiologist.